Event description:
It was reported that during the implant attempt, the physician damaged the lead while trying to remove the distal portion of the introducer from the patient's body after the introducer had been split and peeled. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the proximal conductor was distorted. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix mechanism, and the lead was damaged at implant.